Event description:
It was reported that a few months post implant, this lead was confirmed dislodged. The physician elected to surgically reposition the lead. During the procedure, the helix of the lead failed to function and for this reason the lead was removed and replaced. No other adverse patient effects were reported and the product was later returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue in and around the helix housing however inspection of the lead body and electrode tip found no anomalies that would have caused or contributed to product dislodgement while implanted. An x-ray was conducted which confirmed inner coil deformed damages however, all conductors were intact. This type of observed damage is indicative of helix extension and retraction difficulties. Helix functionality was unable to be tested due to the deformed coils of the returned product.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue in and around the helix housing however inspection of the lead body and electrode tip found no anomalies that would have caused or contributed to product dislodgement while implanted. An x-ray was conducted which confirmed an inner coil fracture near the terminal pin indicative of helix extension and retraction difficulties. The helix functionality was unable to be functionally tested due to the deformed coils of the returned product.

Event description:
It was reported that a few months post implant, this lead was confirmed dislodged. The physician elected to surgically reposition the lead. During the procedure, the helix of the lead failed to function and for this reason the lead was removed and replaced. No other adverse patient effects were reported and the product was later returned for analysis.